Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with right plunger case cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and start-up process were performed. The customer?s reported problem was confirmed. According to the investigation, the force was out of spec at 5 and 15 lbs and the count was at zero and one of the screw mounts was broken off the left plunger case. The investigation reported that the reported issue was induced by the customer. Investigators replaced the pump left plunger case and replaced the pump force sensor as a preventative measure, because the sensor was over three years old. The investigation also replaced the pump damaged left and right plunger cases. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited system failure (force sensor failure). No reported adverse effects.